Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a shorter than expected longevity estimation for the cardiac resynchronization therapy defibrillator (crt-d). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Upon further review, analysis is confirmed this event to be related to a known advisory issue for medtronic programmers. Please see report #25758729 for advisory information. If information is provided in the future, a supplemental report will be issued.